Manufacturer narrative:
We will file a follow-up MDR at the completion of the investigation. (B)(4).

Event description:
Philips received information that a customer reported that a bulls-eye artifact appeared on a patient's images and required additional testing (MRI) to determine artifact vs. Pathology. The patient had a MRI scan performed and confirmed that the MRI was negative.

Manufacturer narrative:
(B)(4). On (B)(6)-2013, the co-op customer at (B)(6) stated that while scanning a patient on their untiled data management system (udms) brilliance 64 system, there was a bullseye artifact. The patient was then scanned on an MRI system to verify if truly artifact vs. Pathology. The customer's biomedical engineer called philips customer support to report the issue. The biomedical engineer also stated that the x-ray tube had been replaced a week prior and that at the time there were bad detectors noted. The biomedical engineer alleged that the system still had detector issues when this artifact issue occurred. Customer support instructed the biomedical engineer to create a bug report and to lock the raw data on the common image reconstruction system (cirs). Since the customer site was not on remote service network (rsn), a call was dispatched to the philips field service engineer (fse) to collect the data. The site made a follow-up phone call to philips customer support and canceled the call before the fse arrived. This customer site is a co-op site and the system is maintained by the co-op and parts are acquired via 3rd party. On (B)(6)-2013, the customer biomedical engineer called the philips customer support that the bullseye artifact had returned. The biomedical engineer stated that air calibrations were currently being performed and that he had performed bad detector testing which all passed. A philips field service engineer was then dispatched to the customer site. The fse called the biomedical engineer in route to the site, who stated he was performing calibrations and instructed the fse not to come out at that time as he would schedule a data measurement system (dms) evaluation of the system within the next week. On 16-feb-2013, the fse then went to the site to perform the dms evaluation on the system, collect the data, and sent it to the help desk for review. On 19-feb-2013, the fse went back to the site to follow up with customer and collect additional data for the help desk for review. On 04-mar-2013, the help desk confirmed the artifact was bullseye artifact; however, the cause was not determined. The help desk recommended to the fse a change to the dms arrangement of the modules with balancing of the dms or the next step of troubleshooting was to replace the udms to a tiled data management system (tmds). On 11-mar-2013, the regional service manager (rsm) discussed with the customer their options for repair. The customer then chose not to perform head scans on the system. The customer received quotes and was deciding whether to replace the CT system or replace the dms. On 21-mar-2013, the customer decided to replace the udms with a tdms. On 29-mar-2013, the fse performed the replacement of the udms to a tdms. The system was calibrated and tested and no artifacts were present. The system was returned to the customer fully functional. On 13-oct-2014, complaint investigator attempted to locate the returned dms for failure analysis, however, was unsuccessful. Per the brilliance instructions for use (IFU) manual: ¿ a qualified operator is a person who has (a) received the education and official accreditation or certificate required by local authorities and any other applicable governing authority to operate x-ray emitting devices on humans in general and computed tomography (CT) systems specifically; and (b) received training from the CT system manufacturer in operating the specific CT system/s that the person will be operating. ¿ do not use the brilliance CT system for any application until you are sure that the image performance quality assurance has been satisfactorily completed, and that the preventative maintenance program is up to date. If any part of the equipment or system is known (or suspected) to be operating improperly or wrongly-adjusted, do not use the system until a repair has been made. ¿ daily checks should be done to ensure the best possible image quality from your scanner. The procedures for daily checks cover these areas: ¿ quick image quality (iq) check - check of the main image quality (iq) parameters of the CT image. ¿ noise and artifacts - on body phantom. N o t e noise check on head phantom, water layer is now included in quick iq check. Monthly checks use your facility¿s recommended schedule for monthly checks. These procedures must be conducted at least once each month. ¿ contrast scale and artifacts - on head phantom, multi-pin layer. Based on limited information provided, no parts available for further investigation, and no images for review, there is not enough information to investigate the issue. On 29-mar-2013, the fse performed an upgrade from a udms to a tdms that the customer had elected to have done on their system. The overall risk is based on engineer's investigation and was determined to be of acceptable. IFU 9.10.1: ¿ perform iq verification & review. ¿ daily and monthly image quality checks by operator. ¿ verification of image quality for all scanner modes, including: voltage, scan types, collimation, resolution, reconstruction filters. ¿ operator and radiologist should be qualified with CT diagnostic including typical CT image artifacts. ¿ the system shall be operated only if performance quality assurance has been satisfactory completed, and the preventive maintenance program is up to date. If any part of the equipment or system is known (or suspected) to be operating improperly or wrongly-adjusted, system shall not be used until repair is made. ¿ the CT scanner shall be operated by qualified operators only. IFU 9.10.2: ¿ air calibration (1, 4) ¿ phantom calibration (3) ¿ temperature stabilization & correction (4) ¿ data interpolation in case of dead channel (1) ¿ manufacturing process (2) ¿ image quality daily and monthly check in instruction for use (1-4) IFU: 9.10.3. ¿ notification to the user about temperature out of specifications before calibration (1,2) ¿ environmental requirements are defined in system planning data and checked during installation and pm (3) ¿ the system should be on all the time, including air condition. If not possible, special procedure to turn on the system to guarantee proper performance (2) ¿ temperature control hw is designed for high reliability. Its performance is checked during system installation and pm (1) ¿ the system checks the hw performance and provides alerts to service personnel (1) ¿ air calibration compensates for temperature changes (1-3) ¿ image quality daily and monthly check in instruction for use (1-3). On 29-mar-2013, the fse performed the upgrade/replacement of the udms to a tdms. The system was calibrated and tested and no artifacts were present. The system was returned to the customer fully functional. Based on limited information provided, no parts available for further investigation, and no images for review, there is not enough information to investigate the issue.